Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an event involving a miranti bath lift. It was indicated that while lifting and positioning the miranti lift to access the bathtub, the lift tilted sideways towards the patient's head. As a result, the patient sustained an injury that required 16 stitches to the back of the head.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified of an event involving a miranti bath lift. It was indicated that while lifting and positioning the miranti lift to access the bathtub, the lift tilted sideways towards the resident's head. As a result, the resident sustained an injury that required 16 stitches to the back of the head. The device was evaluated by an arjo service technician. No malfunction was found. According to additional information received there was enough space under the bathtub for the miranti legs and the floor at the facility was even. Based on the available information, the root cause of the complained scenario cannot be determined. The miranti device inspection did not reveal any malfunction. It was not possible to confirm the reported scenario. It was indicated that most of the resident's weight was upper body weight. This may suggest that the resident could have been incorrectly positioned on the device as the miranti lift tilted sideways towards the resident's head. However, the staff member involved in the event was not available to answer questions, so the circumstances of the event remain unknown. The instruction for use (IFU) informs users about proper miranti usage and includes also many drawings showing a patient position on the device (04.ce.02_13): "warning: to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Note: make sure the resident is positioned correctly on the stretcher." The design of miranti lift was tested and verified, the device passed tests in regards to (in)stability. It is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. In summary, the cause of the event was not established. If the further information affecting the current results became available the report will be updated. The miranti was used for resident handling at the time of the event and in that way contributed to the event. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. This complaint was decided to be reportable due to indication of a device tipping with a resident on it.